Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1229102) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a male patient who is in his 60's underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery (anti grade) via a 6f. There were at "least 2 sheath exchanges". Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.